Manufacturer narrative:
As reported, the patient experienced pain, and swelling post implant of ventralex st mesh. Based on the information available to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complication. Postoperative pain is a known inherent risk of surgery/use of the device. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in august 2018. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the patient was implanted with a ventralex st mesh on (B)(6) 2019. About a year post implant the patient started to experienced pain, pulling sensation and swelling. The pain is reported to be present while leaning forward, getting in bath, putting socks on, laying down, going to toilet, pain in area all the time, and swelling around the area where the mesh was implanted. Reportedly the patient was referred for surgery and is currently on a waiting list to have the surgery.